Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2020 the patient underwent revision and change of the femoral component to advance revision with stem in case of ligament instability. In the course of periprosthetic fracture of the distal femur and removal of the connection between the femoral component and stem without trauma. On (B)(6) 2020 the patient had a complete change to another implant. No relevant previous illnesses. Additional information received on 08/18/2020: sales order was found, adding new incidents with products and lot numbers. Bfarm case number: (B)(4).